Manufacturer narrative:
Manufacturer reference number: (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Summary evaluation: post market vigilance (pmv) led an evaluation two device loading units and two photographs. The event report alleges the products were used in a surgical procedure. The loading units were received were fully fired with observed damage to the knife blade. The two photographs showed the staple line in the tissue. The staples were not properly formed. One staple was visually noted to have straight legs. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction, which results in a damaged knife blade and improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open hemicolectomy procedure. The stapling device was being used to divide the colon. There was poor staple formation. There was medical or surgical intervention needed to prevent a permanent impairment of a function.extra sutures were put on the anastomosis. There was no unanticipated tissue loss or damage due to the product problem. The patient status is alive, no injury.